Event description:
It was reported that post op an adjustable band procedure, the patient presented with symptoms that appeared to be an infection at the port site. An endoscopy was performed and found a small portion of the band had eroded into the stomach. The band was removed. The patient is doing fine.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.